Manufacturer narrative:
No root cause could be determined. An investigation was not possible due to lack of data from the customer. The patient was not adversely affected.

Event description:
The customer received questionable ion selective electrode (ise) sodium and glucose hk (gluc) results on their c501 analyzer. The customer provided data for two patients, of which one had discrepant results reported outside the laboratory. Repeat testing was performed on the initial c501 analyzer (c1) and another c501 analyzer (c2), (B)(4). The customer noticed there was a "glob" on the r1 cover. On (B)(6) 2012, the patient's initial sodium result from c1 was 131 mmol/l accompanied by a data flag and it was reported outside the laboratory. The first repeat result from c2 was 137 mmol/l. The second repeat result from c2 was 135 mmol/l. On (B)(6) 2012, the patient's initial gluc result from c1 was 526 mg/dl accompanied by a data flag. The sample was automatically repeated by c1 and the result was 517 mg/dl accompanied by a data flag and it was reported outside the laboratory. The sample was manually repeated on c1 and the result was 373 mg/dl accompanied by a data flag. The sample was then repeated on c2 and the result was 406 mg/dl accompanied by a data flag. The sample was repeated a second time on c2 and the result was 412 mg/dl accompanied by a data flag. The customer considered the results from c2 to be correct because they were verified with the patient's past results. A 412 mg/dl for gluc and 137 mmol/l for sodium were issued as corrected reports. There were no adverse events. The gluc reagent lot number was 65056701 and the expiration date was 01/31/2013. The sodium electrode lot number and expiration date were not provided. The field service representative could not duplicate the issue. He performed a precision test. The analyzer was operating without issue. The customer performed calibration and quality control as appropriate with results within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.